Manufacturer narrative:
E1: patient city: (B)(6), patient country: belgium. Initial and final MDR (B)(4), device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced bent cannula event on (B)(6) 2026. The patient was hospitalized due to high bg of > 400mg/dl, ketones and was unwell and weak. The infusion set has been in use for a few hours.the patient was tested for ketones and the result was 6.0.the patient was treated with intravenous [IV] insulin. No further information available.